Event description:
Infected kugel composix large oval 14x18 cm patch with ingrowth of small bowel causing stool leak. This resulted in surgery and debridement of the anterior abdominal wall with excision of implanted marlex mesh and ptfe patch with resection of the small bowel x 2 with primary anastomosis.